Manufacturer narrative:
Evaluation summary: the incident sample was requested but the customer has indicated that the device is not available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the silicone sheath from the edge electrode came off and they were unable to retrieve it. There was no further patient injury. The sample is not available. The lot is unknown but was limited to the following three potential lots:72140221x, 71430088x, 71600097x.